Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Reseated suction roller pump head assy. Due to it is sitting against the front panel causing it to be difficult to rotate. Per service bulletin, performed software upgrade to the latest versions. The unit passed all diagnostic tests, functional tests, and is fully operational. Further a review into the depuy mitek complaints system revealed no other complaints for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the rep there were outflow problems with the pump during an orthopedic procedure. The procedure was completed with this device and there were no patient consequences reported. The device will be returned. Additional information received by mitek complaints on 2-4-15: the sales rep reported no delays in the procedure.